Manufacturer narrative:
H6: investigation: our quality engineer inspected the physical sample returned for evaluation. Bd received one affected unit for this incident. Visual observation of the device showed no damage or extra adhesive on the exterior of the product. The v-clip was fully extended and the washer component moved freely. The tip shield was decoupled from the catheter adapter. Microscopic inspection was performed and damage to the tip shield was observed, causing material to be present in the path of the v-clip. It is likely that the plastic from the tip shield was catching the v-clip and was preventing release of the winged adapter. Based on the location of the detected damage, this defect most likely originated during the manufacturing process due to a misalignment in the assembly of the cannula into the grip and tip shield. Operators perform in process sampling and testing for retraction to mitigate the risk of this type of defect. Preventive maintenance is performed to maintain and ensure proper function of the manufacturing equipment. The preventive maintenance records were verified to be up to date during the production of the affected batch. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that nexiva 20 ga x 1-1/4 in single port needle would not detach. The following information was provided by the initial reporter: after pulled out, the needle couldn't detach from the indwelling needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 20 ga x 1-1/4 in single port needle would not detach. The following information was provided by the initial reporter: after pulled out, the needle couldn't detach from the indwelling needle.